Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the steel wire rope was fractured after the basket was used once. The procedure was completed using another trapezoid rx. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break. Block h2: block b5 updated based on the additional information received on february 07, 2025. Block h11: the trapezoid rx was not returned for analysis. However, media analysis of the pictures provided shows one of the basket wires were detached. The reported event can be confirmed based off the photo. Based on all available information, the most probable cause cannot be established since there is not enough evidence to determine whether the basket wire break was due to the physician's technique during the procedure or was related to a device malfunction. Without proper evaluation of the device, it remains unknown the most probable cause that contributed to the event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the steel wire rope was fractured after the basket was used once. The procedure was completed using another trapezoid rx. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received from february 07, 2025, to february 13, 2025. The basket wires of two trapezoid baskets fractured on the same procedure. A third basket was used to remove the stone. The size of the stone was 1.5 cm. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-00177 for the first trapezoid rx, and 3005099803-2025-00178 for the second trapezoid rx.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break. Block g4 premarket / 510(k) # has been corrected. Block h11: the trapezoid rx was not returned for analysis. However, media analysis of the pictures provided shows one of the basket wires were detached. The reported event can be confirmed based off the photo. Based on all available information, the most probable cause cannot be established because the reason why one of the basket's wires is detached remains uncertain; the provided pictures did not show any identifiable failure mode. Without proper evaluation of the device, it remains unknown the most probable cause that contributed to the event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the steel wire rope was fractured after the basket was used once. The procedure was completed using another trapezoid rx. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. ***additional information received from february 07, 2025 to february 13, 2025*** the basket wires of two trapezoid baskets fractured on the same procedure. A third basket was used to remove the stone. The size of the stone was 1.5 cm. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-00177 for the first trapezoid rx, and 3005099803-2025-00178 for the second trapezoid rx.